Manufacturer narrative:
Evaluation summary: a section of the balloon material, inner shaft and distal tip had detached. The balloon material had torn in a radial pattern. The material was uneven at the tear site. There was a longitudinal tear along the working length of the balloon. The material was jagged and uneven at the tear site. The inner member was stretched with numerous kinks along the inner member proximal and distal to the detachment site. The inner member was bunched distal to the detachment site. The inner member material was jagged and uneven at the detachment site. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use an assurant cobalt balloon to treat a moderately tortuous and severely calcified right distal common iliac artery cto lesion. The device was inspected and prepped as per IFU with no issues identified. During the procedure it was reported that after stent deployment and upon removal, the balloon came off of the shaft with the majority left inside the artery. Information received indicates that there was a lot of resistance when withdrawing the device from the lesion site and excessive force was applied. It was reported that the physician inflated and deflated the device very quickly. A tulip snare was used to remove the balloon material successfully. Patient status post procedure is described as alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.